Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen 168 mcg a day 2000 mcg/ml via an implantable pump. It was reported that the patient got stiff again like he did before his pump. The physician thought the proximal catheter was slightly occluded because he had a hard time clearing it. He injected saline in the removed piece to see if there was a leak and found none. He elected not to return it because of that. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: action/intervention: the catheter pump section and the connector were replaced. Outcome: issue was resolved. The hcp has no further information for medtronic. The patient was alive.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6)2019, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative stated that there was no issue with the pump, and it was normal replacement. He cleaned the explanted catheter, and when performing the procedure with the new catheter, aspirate was easier. This led them to conclude that the old catheter might be occluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.